Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves via a third-party service provider. Information provided stated that the cause was due to incorrect parameter settings and the flow trigger was not set properly, resulting in a false trigger. There are no indications of ventilator malfunction. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the patient had no spontaneous breathing trigger during the use of ventilator-assisted breathing, but the ventilator still showed that the patient had spontaneous breathing trigger. The ventilator was replaced. There was no patient harm. Manufacturer's ref #: (B)(4).